Event description:
It was reported the catheter ruptured during onyx injection. No patient injury reported. Same event as MDR# 2029214-2009-00304.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 23.4 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter or an undetected kink, resulting in pressures exceeding the limits of the catheter. Catheter rupture.